Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device was difficult to maneuver in patient. The doctor removed it from patient to inspect and once removed she closed the device and it would not reopen. Another like device was used to complete the procedure. There were no adverse consequences for the patient.